Event description:
It was reported that prior to the use of bd bbl¿ cdc anaerobe 5% sheep blood agar the customer observed biological contamination of the media. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter (translated from (B)(6)): "according to the customer's report, mold was found on the media before usage."

Manufacturer narrative:
The date received by manufacturer has been used for this field. Address information was not able to be obtained, based on facility name. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to the use of bd bbl¿ cdc anaerobe 5% sheep blood agar the customer observed biological contamination of the media. This event occurred 3 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter (translated from japanese): "according to the customer's report, mold was found on the media before usage.".

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 13-apr-2022. Investigation summary. A sample was received and investigated no defects were observed. The customer misunderstood water drop mark on the agar surface as a contamination. A device history review was conducted for lot number 2006432 no issue were found. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed. The complaint cannot be confirmed.